Event description:
Dr was performing a turp procedure when the ceramic tip broke off in one piece in pt. During retrieval of broken piece, the urinary/urethral sphincter muscle was nicked. Once dr retrieved broken piece, he replaced inner sheath and completed the procedure. Dr is monitoring pt to see if any treatment is required.